Manufacturer narrative:
(B)(4). S/w 4.11e. Retainer ring = black. On (B)(6) 2022, the customer alleged was hospitalized for high bg. On (B)(6) 2022, case-(B)(6) svn:(B)(4) the customer alleged for the transmitter not communicating to pump. On (B)(6) 2022, case-(B)(6), svn:(B)(4). The customer alleged for low bg. On (B)(6) 2022, case-(B)(6) svn: (B)(4). The customer alleged for replace battery alarm and power loss alarm. On (B)(6) 2021, case-(B)(6), svn: (B)(4). The customer alleged for the transmitter not communicating to pump. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked select button keypad overlay and cracked case near the corner of belt clip rails during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. No replace battery alarm and power loss alarm during testing. The test guardian link communicated properly with the pump noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on (B)(6) 2022 at 17:26:01.000 insert battery alarm on (B)(6) 2022 at 02:57:00.000 replace battery alert on (B)(6) 2022 at 02:57:00.000 replace battery now alarm on (B)(6) 2022 at 03:28:00.000 power loss alarm on (B)(6) 2022 at 18:53:12.000 and 18:53:24.000 pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer alleged for high and low bg. The force sensor is within specification and the motor functioning properly. Customer alleged not confirmed for pump unable to communicate to the transmitter, replace battery alarm and power loss alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis, high blood glucose and gastroparesis on (B)(6) 2022 with blood glucose level was 800mg/dl, which was treated by hospitalization and intravenous insulin drip. The customer was using the insulin pump within 48 hours of the reported event with auto mode feature off. The customer was assisted with troubleshooting and it was unable to find the issue. The insulin pump will not be returned for product analysis.

Event description:
Corrected description: customer stated symptoms related to high blood glucose that were nausea, vomiting, pain or cramps, feeling sick or unwell, tired or weakness.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report. Information has been added, which was missed in the initial report. The missed information has been provided in section h6 under health effect - clinical code and health effect - impact code with this report.